Event description:
It was reported that the lower liquid crystal display screen of the external pulse generator was "unable to show anything." The generator was returned for service. The return paperwork indicated that there was no patient involvement with this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the reported event, the display was out of specification with segments missing. It was also noted that the keyboard pad was contaminated.